Event description:
A malfunction alarm was reported by the customer, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the process, and ensured that the malfunction code did not recur. The customer was advised to continue using the pump and to report any recurrence of the malfunction.